Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report having ¿three operations for wires that had different kind of problem¿. The patient reports having a wire come loose and having to be reattached. The patient reports having a fractured wire. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead had fractured the pace/sense portion of the lead. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage coils of the lead remains in use. It was further reported by the patient¿s healthcare provider that the device setscrew was not properly tightened to the new pace/senselead. The lead had come loose from the device header. The patient was brought back and the device set screw was tightened to the lead. The device remains in use. No patient complications have been reported as a result of this event.